Event description:
Info received indicates the brake will not hold. Casters will lock but continue to swivel from side to side when in brake.

Manufacturer narrative:
The technician replaced the casters and the caster supports to repair the bed.